Event description:
An alarm issue was reported with the adc application in use with a sm-j600fn samsung android 10 operating system. The customer experienced a signal loss and the low glucose alarm did not sound to alert the customer of changes in their glucose level. The customer experienced symptom describe as "not being able to bend legs" and was unable to self-treat, requiring third party treatment of coca-cola. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a sm-j600fn samsung android 10 operating system. The customer experienced a signal loss and the low glucose alarm did not sound to alert the customer of changes in their glucose level. The customer experienced symptom describe as "not being able to bend legs" and was unable to self-treat, requiring third party treatment of coca-cola. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state). No failure modes were observed upon visual inspection of the sensor plug assembly. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. An extended investigation has been performed by the pqe (product quality engineering) and determined that there were no issues with the librelink application which would led to the complaint. The user reported signal loss. Attempted to recreate the user complaint and successfully able to scan the sensor and was not able to reproduce the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. An extended investigation has been performed by the pqe (product quality engineering) and determined that there were no issues with the librelink application which would led to the complaint. The user reported signal loss. Attempted to recreate the user complaint and successfully able to scan the sensor and was not able to reproduce the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a sm-j600fn samsung android 10 operating system. The customer experienced a signal loss and the low glucose alarm did not sound to alert the customer of changes in their glucose level. The customer experienced symptom describe as "not being able to bend legs" and was unable to self-treat, requiring third party treatment of coca-cola. No further information was provided. There was no report of death or permanent injury associated with this event.